Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use implantation of vads is associated with numerous risks including gastro intestinal bleeding and device thrombosis. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported events. However, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for adverse events and intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. This patient's gastrointestinal bleeding resulting in sub-therapeutic inr, history of atrial fibrillation and possible lv thrombus are likely contributing factors to the thrombus. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed low flow event. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report indicated that there was gross evidence of thrombus formation over the impeller post. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to occlusion/suction event that might have occurred due to the ingestion/formation of thrombus at the inflow cannula. The most likely root cause of the inadequate flow rate can be attributed to occlusion/suction event that might have occurred due to the ingestion/formation of thrombus at the inflow cannula. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Information was received via the vad coordinator and the clinical study database that this patient had gastrointestinal (gi) bleed x3 and had been off asa for about 1 month was admitted from home for suspected gi bleed on (B)(6) 2015. Inr on admission 1.8. Patient went for endoscopy with flows around 5 l/min, 5 l flow pulsatility, power 3.8 w. Patient given propofol for sedation. There was an immediate drop in flow and power with loss of flow pulsatility. Flow 0.5 l/min, 2640 rom, power 2.1 w. It was reported that the patient was thought to be in distributive shock with low system vascular resistance. Patient given 700 cc nss, started on epi. No change in pump parameters. Map 80s by doppler at that time. Distributive shock transitioned to physiology consistent with cardiogenic shock. Tte results on (B)(6) 2015 was suspicious for thrombus within the inflow cannula. The patient did not want to undergo another surgical procedure, including pump exchange. Overnight, patient decompensated requiring epinephrine, norepinephrine, vasopressin. Acute kidney injury, with no urine output. Dobutamine and heparin were started on (B)(6) 2015. Vad parameters began to change with increased power and flow and no variation. This was thought to be forward propagation of clot. On (B)(6) 2015 the patient was treated with tpa with initial power, flow and variation normalized. However, the patient remained in cardiogenic shock and power and flow again increased. Variation returned to zero. This was thought to be due to recurrent/worsening clot. The patient did not want a pump exchange and the decision was made to withdraw support on (B)(6) 4015. The patient expired on (B)(6) 2015. Limited autopsy was performed to retrieve the vad.